Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited grey bar on three occasions despite keeping it in a warm environment. The ICD was not used for a case and there was no patient involvement.